Event description:
During a posterior fixation procedure from t10 to l5, the driver tip fractured off while final tightening the right l2 lock screw. The fractured portion could not be retrieved from the patient but was reported to be seated well within the tulip aperture and the surgeon decided to leave it as it was. There has been no report of adverse patient impact as a result of this event. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.